Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.0 cm diameter abdominal aortic aneurysm. The diameter of the proximal neck was 19 mm, with a length of 20 mm. The neck had an angulation of 90 degrees. It was reported that the physician implanted the stent graft. At the time of implant, the neck length appeared to be shorter than had been measured during the pre-operative measurement. This was due to the neck being gathered. The physician anticipated that the proximal end of the stent graft would possibly be unable to completely seal against the aortic wall due to the severe angulation. The device was implanted in the desired location, with the proximal end of the stent graft landing just below the renal artery. However, a type ia endoleak was noted at the inside of the neck which had the greatest curvature. The physician attempted to resolve the endoleak using a balloon, diminishing its flow, but it persisted after the procedure. The physician attempted no further intervention, believing that adding a cu ff would not be effective. The patient will be monitored as protamine is administered, and the physician believes this will fully resolve the remaining endoleak. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that because el was delayed due to the touch-up, I hope that the el will disappear by protamine medication.